Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01003. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During sedation of an unknown therapeutic procedure there was a delay greater than 30 minutes due to the generator displaying an e0728 internal hardware failure error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information the updated results of the legal manufacturer¿s investigation updated fields: h2, h3, and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further review, there is no evidence that the patient suffered any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was not confirmed, there is no error present on the device and no additional findings were identified. Based on the updated investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.